Event description:
Reporter noted soft eye after nurse only turned off air, as requested, and not fluid infusion during silicone oil injection. Patient will require additional procedure to repair retinal detachment.